Manufacturer narrative:
Conmed received the damaged alligator grasper for evaluation on 04-nov-2015. Visual inspection of the returned instrument confirmed the reported breakage finding the lower jaw was broken off, the actuator was bent and it will not open or close. Additionally, the etch is wearing off. The condition in which the device was returned indicates that excessive force was applied to the device causing the actuator to bend. The most likely cause of this failure is related to the application of excessive force on the device during use. This device was manufactured on 24-mar-2015. (B)(4). A review of the device history record showed no anomalies or non-conformances during the manufacturing process that could have caused or contributed to the reported breakage. There have not been any other adverse events reported for this device. There have not been any other complaints reported for this device and lot number combination. This failure mode is addressed in the fmea and the safety risk has been found to be acceptable. The product insert provides the following precautions: inspect instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage.

Event description:
The customer reported that during use of the alligator grasper 3.4 straight in a shoulder arthroscopy, the bottom jaw of the grasper fell off into the patients shoulder. As reported, it took approximately 15 minutes to retrieve the bottom jaw from the surgical site. The procedure was completed successfully with no further issues and no injury to the patient. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.